Manufacturer narrative:
RMA issued. Device eval has not been performed as of the date of this report. While there was not pt present, this issue is being reported because issues involving slow computer response could lead to a total freeze, which could lead to inaccurate navigation and result in pt harm.

Event description:
A medtronic rep, working with a site rep, reported the site computer being slow. Troubleshooting found there were two core files on the sys. The medtronic rep deleted both core files, however, they reappeared and would not allow him to delete. The slowness of the computer persisted. There was no pt present.